Event description:
Update avoe 30-oct-2023. It was further reported that the device ar-7801 (sn: (B)(6)) was used with the reported device when the sutures were cut at the tip of the device ar-7800 during tightening. Since the complaint allegation only affects the ar-7800, no new line will be opened for the device ar-7801 (sn: (B)(6)).

Manufacturer narrative:
Medical device problem code updated from 2588- defective device to 4008- material split, cut or torn component code updated from 4755- part/component/sub-assembly term not applicable to 3114- suture thread. Complaint is not confirmed. Functional testing was performed on the returned ar-7800 with a suture and found the device functions as required. Visual inspection noted no problems with the device. No problem found.

Event description:
It was reported that when appling the suture tensioning instrument to both loops sutures, the tensioner cutted the sutures near the clavicle button. The error occurred during an ac joint repair surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.